Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, sepsis/blood infection, and subsequently died due to shock secondary to sepsis coincident with automated and continuous ambulatory peritoneal dialysis (pd) therapy. The cause of the sepsis was bacterial peritonitis and infection in the blood (unspecified). The cause of the peritonitis was unknown. On the same day as peritonitis onset, the patient was hospitalized for the event. The peritonitis was manifested by nausea, fever, vomiting, cloudy fluid and abdominal pain. The patient was treated with unspecified antibiotics. Pd therapy was ongoing during hospitalization with the hospital¿s pd cycler (brand unspecified). On an unreported date during hospitalization, the patient experienced shock secondary to sepsis (also described as infection in blood). Treatment for the shock secondary to sepsis was not reported. Six days after being admitted to the hospital, dianeal therapy was discontinued. One day later, the patient was switched to hemodialysis. After eight days of hospitalization, the patient was discharged. Subsequently, on the same day as discharge, the patient died due to "shock secondary to sepsis". An autopsy was not performed. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.